Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ needle broke. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported 4 needles snapped in half as the customer was trying to push air bubbles out of the syringe. Verbatim: caller reported caller reported that 4 needles snapped in half as the customer was trying to push air bubbles out of the syringe. Number of occurrences: 4. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Was the syringe/needle reused? No. Product lot #: unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? No. Resolution: caller successfully filled a cartridge with insulin. No further follow up is required. Cts to send replacements.